Event description:
The device was being utilized in a graft for an angiographic procedure. Upon attempted removal, the sheath elongated and separated. A 2mm segment, including the radiopaque band, remained in the profunda. No attempt was made to retrieve.